Event description:
It was reported that the event involved a male pt in the cardiac operating theater. Indication for use: post bypass, hypotension. The intra-aortic balloon (iab) was inserted via the t's femoral artery. Immediately after insertion the pump alarmed with an error and the membrane was partially unwrapped. The pt outcome is listed as, pt was fine after second insertion.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.